Event description:
Additional information received reported the left lead was not malfunctioning. The manufacturer representative noted the lead had mi grated just a little bit but not an amount that would affect the patient clinically. The left lead was not providing the coverage the patient wanted and they were not as satisfied as they would like to be. The manufacturer representative tried some hd programming but that did not resolve the issue. It was noted the health care provider (hcp) would need to reposition the lead to get the coverage the patient wanted. Their right lead was noted to provided coverage and was working well.

Event description:
Additional information received reported the patient continued to have issues with the left side of the lead not working. The last time they met with their manufacturer representative they tried several different things to gain coverage on the left side and the last trick tried was to turn the right side up high so they can't feel it. The patient stated nothing was being done and thought they needed to re-do the left side but their health care provider (hcp) doesn¿t do anything about it.

Event description:
It was reported that the patient¿s left lead did not work at all since implant. The patient would need to charge every other day due to programming settings. Per doctor recommendations, the patient ¿worked as much as she wanted¿ the day prior to this report and was then in tremendous pain the day of this report. Relocating the left lead was suggested by the doctor office but it was alleged the doctor was avoiding her and had not scheduled the revision. Follow-up determined that the patient was still having concerns with their device or therapy. Since implant, the patient had been having appointments with their doctor and manufacturer representative (rep) at least once a month. The next appointment was noted to be (B)(6) 2015 but it would only be with the doctor who prescribes pain medications only. Since implant, the doctor and 2 manufacturer representatives were alleged to have known that the left lead did not work at all and that it had never worked. The doctor was alleged to have said that the lead would have to be redone but they were trying all kinds of programs to make the pain go away on the left. One suggestion was to turn the right side as high as high as the patient could stand it and maybe the pain on the left would go away. The pulse was programmed high and the patient had to charge every day for 3-4 hours to keep the implant fully charged. The patient was told that they did not have to take it easy and to work as hard as they wanted. The patient ended up in bed with pain for a week. The patient had never been happy as half of their body still hurt. The patient noted that they don¿t work when they take it easy and the right side felt great. Further follow-up determined that a rep that was alleged to have known about the event was in (B)(6) on the date referenced. Additional follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was needed, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received from the patient reported that the left lead did not work for the first 6 months after implant. The healthcare provider (hcp) had to redo it. The revision had been performed and the patient recovered completely.

Manufacturer narrative:
(B)(4).